Event description:
It was reported that during a procedure the laser system displayed an error indicative of a system malfunction. After consultation with technical support the errors were unable to be cleared by the user. The laser system was no longer able to be utilized and the physician completed the procedure using an alternative surgical procedure. There was no report of a patient injury.